Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during preparation for an unrelated procedure, the right atrial lead exhibited noise and an out-of-range low impedance reading. The noise could not be reproduced. The patient was asymptomatic and the lead remained in use. The patient was stable post-procedure.